Event description:
It was reported to olympus that during preparation for use in a diagnostic procedure their high definition lcd monitor had an image problem and the sdi socket was not operational. Upon inspection and testing of the customer returned device, no image was present when using the sdi 2 connection. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was confirmed the sdi connection is defective due to faulty printed circuit boards. It was also noted scratches on the lcd window. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24jan2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty qb board. The specific root cause of the faulty qb board could not be determined at this time. Scratches were also found on the lcd window screen; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.